Event description:
It was reported by service report that the fowler would drift when weight was applied. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - fowler brake clutch.